Event description:
It was reported that during a low anterior resection procedure, the device fired and the staple line was not complete. The stapler did cut the tissue, staples were deployed, but the staple line did not hold at the distal end. The case was completed by suture, no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.